Event description:
Customer reported that his insulin pump did not delivered, which cause his blood glucose to rise up to 250mg/dl. Customer stated that he change his infusion set, but the high blood glucose remains elevated after a bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.